Manufacturer narrative:
Visual inspection of the ipg revealed that the can was dented, scratched and exhibited burn marks consistent with the use of electrocautery. The damage to the ipg is consistent with damages done during the explant procedure and are not considered a failure. Damage done to the paddle lead is consistent with damages done during the explant procedure. A review of the sterilization documentation of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 serial#:(B)(4); description: artisan 2x8 lim,70cm.

Event description:
A report was received that the patient was explanted due to a superficial infection at the pocket site. The physician does not believe the infection was device or procedure related. A culture was not taken and the patient was prescribed oral antibiotics. The patient is doing well following the explant.

Event description:
A report was received that the patient was explanted due to a superficial infection at the pocket site. The physician does not believe the infection was device or procedure related. A culture was not taken and the patient was prescribed oral antibiotics. The patient is doing well following the explant.